Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The customer's blood glucose (bg) level was in the 400's mg/dl and manual injections were administered to address the bg levels. The customer performed a cartridge and infusion set change with the most recent occlusion alarm. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.